Manufacturer narrative:
Stryker has reported all information available at this time. Stryker evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. As a result defibrillation therapy may be delayed or would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.